Event description:
A healthcare professional reported that before the endovascular embolization procedure, the shaping mandrel of a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9985737) was unable to insert into the prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31691230) to shape, but the micro-guidewire could pass through the microcatheter (mc). During the procedure, doctor delivered the microcatheter in place. The stent was impeded in the distal end of the microcatheter and could not pass through the microcatheter. The doctor tried to retract the stent, but the stent was found detached from the delivery wire in the microcatheter. The doctor removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. The surgery was prolonged by about 30 minutes. The surgeon had an extra set of hands to support while flushing aligning the enterprise system. A twist-type push plunge rotating hemostatic valve (rhv) was used. The doctor used increased force to remove the delivery wire, but the stent was detached from the delivery wire in the microcatheter. The replacement stent was an enterprise stent of the same product code.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 01-apr-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. Flushing was used during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. The 30 minutes procedural delay did not result in a patient adverse consequence. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.